Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 04/20/25. D4: batch #unk. Additional information was requested, and the following was obtained: were there any serious patient consequences? No. Can you confirm what you mean by "no patient involvement"? No patient consequences. How big was the piece of tissue that the gun took? The gun took the tissue with it ¿ moved the tissue across without the tissue slipping through the jaws. There was no tissue damage. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9723t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, it was observed that on the first firing - in the trocar on the patients left - the right, ech60s loaded with green and slr with the gun art around 10 -12 degrees experienced the gun straighten when she began to fire. She finished the case successfully. There was no repositioning need as the movement of the jaws - approximately 10 degrees took the tissue with it. The procedure was completed successfully with a delay of two minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 05/14/2025 d4: batch #365d43 corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 365d43, and no non-conformances were identified.